Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The patient had been involved in a motor vehicle accident and had sustained injury to the left forearm and knee and fracture of the left forearm. A doppler ultrasound study revealed an acute thrombus of the left lower extremity. The patient was treated with anticoagulation. A repeated study revealed that despite anticoagulation, the patient now had a massive thrombus that involved the left external iliac, common femoral, superficial femoral, popliteal, peroneal and gastrocnemius veins. A decision was made to treat the patient with the placement of an inferior vena cava (ivc) filter. The filter was implanted via the right femoral vein and was deployed at the level of l3. The report indicated that the procedure included the excision of a lymph node mass overlying the right femoral vessels and repair of the right femoral vein. The patient is reported to have tolerated the procedure well. Approximately nine and a half years after the implantation, the patient became aware that filter strut(s) had perforated outside the ivc. The patient further reported experiencing anxiety and fear that the perforation would worsen and cause further complications. The product was not returned for analysis. The device history record (DHR) review could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient¿s diagnosis was massive deep vein thrombosis (dvt) of the left lower extremity involving left external iliac vein, common femoral vein, superficial femoral vein, popliteal vein, peroneal vein, and gastrocnemius vein. The intended procedure was insertion of an inferior vena cava filter device via the right femoral vein and repair of the right femoral vein, placement of the venous sheath extending from right femoral vein to the inferior vena cava (ivc), fluoroscopy using c-arm, and excision of lymph nodes mass in the right groin overlying the femoral vessels. The patient was admitted with injury and fracture of the left forearm and injury to the left knee area as a result of a motorcycle accident, and the patient was admitted and evaluated. A doppler of the lower extremity showed thrombosis of the left lower extremity and the patient was treated with anticoagulant management. The repeat doppler showed that instead of getting better, additional thrombosis occurred which was acute involving the left external iliac vein, and it was felt that the patient should be additionally protected with inferior vena cava filter device, and the patient was referred for that procedure. At the level of lumbar spine 3, the trapease filter was deployed in the inferior vena cava perpendicularly and correctly. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years and six months post implantation. The patient reports perforation of the filter strut(s) outside the ivc. The patient further reports suffering from anxiety and fear that the strut perforation will get worse over time, in addition to fear that the filter may fracture in the future and cause serious complications, including death.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from perforation of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.